Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery. The customer changed the set. The blood glucose reading was 459 mg/dl. The customer treated with a manual injection. The customer removed the infusion set and found that the cannula was bent. Insulin did exit with a prime and the customer was advised that the site may have been occluded.